Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter would not turn on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 5pm on (B)(6). The patient does not currently take any medication for their diabetes. The patient reported that around 30 minutes later they developed a symptom of shaky. The patient denied receiving any treatment for this symptom. At the time of troubleshooting the cca confirmed that the correct test strips were being used and that the battery did not need to be replaced. The alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptom associated with hypoglycemia while using the subject meter.